Manufacturer narrative:
Product used as part of an off-label system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The hcp reported that the patient was currently hospitalized with left sided weakness and slurred speech. It was unknown if the symptoms and hospitalization were related to the device or therapy. No device issues were reported. No further patient complications have been reported as a result of this event.